Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a fluid leak caused by a break. The location was not identified and there were no patient complications reported.